Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient had a lens exchange procedure approximately six weeks later for a lens of 1.5 diopters less power. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).